Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed vancomycin (vanc) test result was obtained from a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse completed service actions surrounding the aliquot probe, sample arm 1 probe and server 1 drains. Siemens headquarters support center (hsc) reviewed the available data and found consistency with regards to reagent delivery and mixing monitors. Contributing factors such as preanalytical variables or inconsistent sample aspiration cannot be ruled out. The cause of the falsely depressed vancomycin (vanc) test result is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
A falsely depressed vancomycin (vanc) test result was obtained from a dimension vista 500 instrument. The customer reportedly processes this test in duplicate. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument and an alternate dimension vista 500 instrument and higher test results were obtained. The average of the repeat results was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vanc test result.